Event description:
It was reported that thresholds increased from 1v to 8v in two days, then back down. Sensing difficulty and apparent fracture were also indicated, and the lead was replaced. No patient complications have been reported as a result of this event.